Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No blank display or display anomaly noted. Unable to perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and broken pump belt clip slot.

Event description:
It was reported by the customer's spouse, that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 235 mg/dl. Advised insulin pump would be replaced. No further information was provided.